Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-26055. It was reported the patient experienced a change in his stimulation after suffering a fall. It was determined the leads had migrated. The patient's entire system was replaced with a new one. There was an allegation of malfunction regarding the ipg. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.